Manufacturer narrative:
The returned device was evaluated. Visual inspection upon receiving revealed the plastic is cracked on the case and bezel. During evaluation the unit was able to power on and obtain readings. The device is fully functional and all of the leds on the display illuminate, however, broken plastic pieces were rattling around inside the device.

Event description:
It was reported that the screen display is not working correctly. No consequences or impact to patient.